Manufacturer narrative:
B3: date of event estimated based on publication date of literature article. Literature citation: bagur r, chu mwa, ordonez s, valdis m, gelinas j, chaumont g, teefy pj, diamantouros p, single access for transfemoral transcatheter aortic valve implantation with the acurate neo/neo 2 self-expanding valve, canadian journal of cardiology (2022), doi: https://doi.org/10.1016/j.cjca.2022.10.026.

Event description:
Literature citation: bagur r, chu mwa, ordonez s, valdis m, gelinas j, chaumont g, teefy pj, diamantouros p, single access for transfemoral transcatheter aortic valve implantation with the acurate neo/neo 2 self-expanding valve, canadian journal of cardiology (2022), doi: https://doi.org/10.1016/j.cjca.2022.10.026. It was reported via journal article that serious injuries occurred. The following event reviews a total of 125 patients who underwent a transcatheter aortic valve implantation (tavi) procedure with implant of either an acurate neo valve or acurate neo2 valve using single-arterial access-technique. For the procedures, transfemoral access was obtained using fluoroscopy and ultrasound guidance and two suture-mediated non-boston scientific (bsc) arterial/venous closure devices were deployed for preclosure technique. A 14f isleeve introducer sheath was inserted and the hemostatic valve of the 14f isleeve introducer sheath was punctured at 2 o'clock using an 18g needle, a 0.035" j-type wire inserted, and a 5f pigtail was advanced over the wire. The pigtail was kept in the non-coronary cusp and the acurate neo/neo2 delivery system with loaded valve was advanced over the safari2 guidewire and the tavi procedure was completed per standard practice. The procedures were successfully performed in all patients under conscious sedation. Of the 125 patients, 29 received a size small acurate neo or neo2 valve, 51 received a size medium acurate neo or neo2 valve, and 45 received a size large acurate neo or neo2 valve. Balloon post-dilation was required in 39 patients. Major vascular complications occurred in 3 patients and needed surgical repair of the femoral artery. Minor vascular complications occurred in 3 patients and were treated with a covered stent using ipsilateral technique. One-hundred and twenty-three patients had non/trace or mild paravalvular leakage. In-hospital/30-day outcomes included no deaths, and 1 patient who experienced a stroke. Six patients required new permanent pacemaker implantation.